Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the threading along the top was not holding the reservoir in place. The customer reported that there are cracks on the reservoir and battery compartment. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.